Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the rotaburr became stuck. A 1.5 rotaburr was selected for use. During procedure, it was noted that the burr became stuck. The device was yanked and was able to be removed from the patient's body. There were no patient complications reported and the patient's condition was okay.